Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer with 11 pockets were failed, both soft and hard reboots had been performed, but pockets still remained non-functional. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5.1 and all cubies not detected on bus. The field service engineer (fse) found module controller board for 5.1/5.2 was initially dark. Fse replaced it, but the issue persisted. After replacing the drawer board, the drawer recovered and functioned correctly; the customer confirmed everything was working fine. The system functioned as intended after the field service engineer (fse) resolved the issue.